Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jun 12, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found no damage to the cartridge with ovd observed to be distributed throughout the cartridge. The plunger rod was inspected, and damage was observed on the side front portion of the plunger. The lens module and handpiece were inspected, and no issues were identified. The lens was visually inspected under magnification revealing that the lens was coated in viscoelastic residue. The lens was cleaned and inspected, and the lens was observed to be damaged on the edge. No further issues were identified. No further evaluation was performed. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Hra (health risk assessment) and human risk factor documents were reviewed for the complaint issue reported. The results of this hra and human risk factors review do not confirm that the above situations occurred during manufacturing, and are only provided for informational purposes; therefore, no further escalations are required. Manufacturing record review: the manufacturing records review for this po (sn (B)(6) shows that the units were released within specification. No process deviations (dev), nonconformances (nc/nr), or corrective action preventive action (CAPA) were found as part of this manufacturing records review. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when lens packaged was opened, it was found that the intraocular lens (iol) optic was damaged. No further information available.

Manufacturer narrative:
Section a3b, a4, a5 and a6: not applicable, as there was no patient involvement. Section d6a: if implanted, give date: not applicable, as there was no patient contact with the product. Section d6b: if explanted, give date: not applicable, as there was no patient contact with the product. Section e1: initial reporter: email address: unknown, as information was asked but it was not provided. Section e1: initial reporter: telephone number: (B)(6) section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.